Event description:
It was reported that during a tonsillectomy procedure, the patient received a severe burn to the patient. Patient had to be hospitalized due to burn. No further information provided.